Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: (B)(4) implantable pacing lead (B)(6) 2008, 5076-52 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed variable impedances within months of the device change out. The lead triggered an alert for high impedance and the patient was brought in for evaluation. During the evaluation, it was noted that capture threshold had increased and impedance was variable with arm movement. A surgical evaluation revealed the lead was encased in tissue. A loose connection was suspected. The lead was removed from the header and reattached with good analyzer readings. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.